Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 7070538.

Event description:
It was reported that the patient developed an infection at the ipg site and was confirmed to be (B)(6). It was unknown if the infection was device or procedure related. The patient was prescribed antibiotics and was advice to kept it cleaned. The patient believed that the body was doing a good job fighting it.